Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pcoip for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The pcoip was returned to the manufacturer for evaluation. Testing found that the event logs showed a software reboot within the session for the mac address. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in an open spinal fusion procedure, the pcoip of the navigation system was cycling power consistently. It was reported that a black screen would appear, the pcoip screen would appear, the monitor would regain normal functionality then the issue would recur multiple times in the procedure. It was noted that the camera of the navigation system did not lose functionality throughout the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.